Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that follow up was conducted following a device alert. It was determined that the right atrial (ra) lead exhibited high impedance. The ra lead was explanted. No patient complications have been reported as a result of this event.